Manufacturer narrative:
Pending investigation.

Event description:
An unknown number of patients were scheduled for unknown symptoms. No further information at this time.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and serial numbers, images, radiographs, and relevant clinical information were not provided. B3: unknown. D1: corrected. H6: corrected component and investigation clinical codes.